Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that there was some blood at the insertion site. The blood glucose reading was 116 mg/dl. The patient stated that the proper methodology for insertion. The customer stated that there was no damage to the connection bridge or the pins. No further information was provided.